Event description:
It was reported that the radiofrequency programmer head, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, the radio-frequency head had intermittent interrogation, and its uplink functional tests were out of specification. It passed all tests with a known good cable. The head was to be sent on for repair and restock. (B)(4).